Event description:
Update rec'd 09/12/2014 - litigation papers received. Litigation alleges grinding, swelling, and limited range of motion. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 09/24/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to mechanical failure of their implant. Upon revision, slightly brown stained synovial fluid, darker stained synovium, metallic debris and corrosion upon the taper were found.